Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics however there was no response from the customer.

Event description:
The customer reported that the spike broke off in the IV bag when infusing an unspecified fluids. Although requested the customer did not indicate if there was any patient harm.